Event description:
Seroma at one to two weeks post-operatively. Serial aspirations performed. Cultures were negative. The wound was followed and observed carefully. There was no dehiscence. The wound subsequently healed uneventfully. Outcome: healed uneventfully.